Event description:
It was reported that the user experienced hyperglycemia after four of seven teflon infusion sets with 23-inch tubing from lot 6007379 did not deliver insulin as expected on two separate days, with no visible kinking, leakage, or bent cannula observed upon removal, and glycemia improved after replacing the set. Symptoms included high blood glucose with a peak of 400 mg/dl. Outcomes included the need to change the infusion set and shipment of replacement supplies. Investigation included a review of the reported event and user troubleshooting. Investigation of this case revealed no confirmed device malfunction and an unclear cause. It was concluded that the event involved hyperglycemia with cause unclear and that user education and replacement supplies were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
Initial submission attempt on 10/23/2025. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.